Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by diarrhea and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: treatment for the previously reported peritonitis began on the day hospitalization started with unknown intraperitoneal antibiotics (medication, dosage, and frequency not reported), lasted for thirteen days, and was discontinued three days after hospital discharge. On an unreported date after the intraperitoneal antibiotics were discontinued, the patient resumed automated peritoneal dialysis therapy and dianeal and extraneal therapies were ongoing at the time of this report. After nine days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.